Event description:
Reference number: (B)(4). Event occurred in the united states. It was reported that patient experienced an event of infusion set bent cannula on (B)(6) 2026. The event occurred within 3 hours of insertion for one of the issues, 3 or more hours after insertion for the second issue. The insertion site was abdomen. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item.